Event description:
It was reported that the customer was hospitalized due to high blood glucose greater than 33.3mg/dl. It was stated that the insulin pump alarmed motor error and no delivery multiple times. The nurse stated that the customer came to the hospital in several occasions. It was stated that the insulin pump was not functioning, and the customer was using her own insulin. The caller stated that the customer was wearing the insulin pump at time of the admission, but they disconnected. Advised the nurse that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test and bolus delivery and no motor error alarms occurred. Motor passed the motor test. The insulin pump had a cracked case above corners of display window.